Event description:
It was reported that the user experienced a sustained hyperglycemic event with glucose reaching 490 mg/dl for about two to three hours while the ilet was reportedly not providing correction doses. The caregiver attempted to use meal announcements as corrections and ultimately changed the infusion site and supplies, after which glucose returned to range, and the device provided high alerts during the event. Symptoms included hyperglycemia, anxiety, depression, distress, and irritability. Outcomes included no health consequences or impact and no need for medical intervention, with non-medical assistance provided by a caregiver due to the user being a child. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no findings available, with the medical device problem and device component not specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.